Event description:
It was reported that there was noise on the contact cable connector and problems connecting to cv. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was noise on the contact cable connector and problems connecting to cv. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost due to a damaged cable unit, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on the cable unit led to the displayed image flickering. Olympus will continue to monitor field performance for this device.